Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 289 mg/dl. The customer also reported that the infusion set tubing was full of blood and when she tried to press the bolus button the numbers on the pump started to ramp up. Troubleshooting was performed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.